Manufacturer narrative:
Concomitant medical products: implantable pulse generator (ipg) w1dr01, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead showed no capture. The leads were explanted and replaced. The replacement ra lead exhibited high thresholds and no action has been taken. No patient complications have been reported as a result of this event.